Manufacturer narrative:
(B)(4), d10: 00597206532 - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - 64588690. 00596403214 - articular surface size ef 14 mm height "use with plate 3 - 64428184. 00576401551 - femoral component option for cemented use only size e left - 64411073. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Approximately three years later, the patient is experiencing tibial loosening. No revision has been reported at this time. Attempts have been made and all available information has been provided.